Manufacturer narrative:
Upon further review, it was noted the device code listed is applicable to the event.

Event description:
Additional information received reported lead migration/dislodgement.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0208946664, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3389-40, lot# 0208946665, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that starting on (B)(6) 2015 the patient was experiencing dysarthria. Examination and imaging were done on (B)(6) 2015. A visualization of the scan indicated abnormal results, the electrodes were too medians, too posterior and dorsal. It was unknown what led to the event. An increase in the medication stalevo was administered on (B)(6) 2015. Both leads were explanted and replaced on (B)(6) 2015. The issue was not resolved; the event was ongoing as of (B)(6) 2015. The patient's medical history included smoking in the past and parkinson's disease. The event was related to the leads and the procedure.

Event description:
Additional information received reported that the outcome was resolved without sequelae.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #9614453-2015-02680. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.